Manufacturer narrative:
Findings: pump received with detached end cap, minor scratched display window, cracked case at display window corners, cracked reservoir tube lip. Pump also received with blank display due to corrosion on electronics.

Event description:
The customer's mother reported via phone call indicating that patient insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated that the end cap came off. Customer stated that the pump was dropped. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.